Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ins device is not working for the past year. Pt stated that "it would not take a charge" pt stated she never let the battery run down. Pt stated that she just wants the ins taken out. The patient was redirected to their hcp. No symptoms were reported.